Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the twist drill which was not returned by the customer. Additionally, the customer has provided insuffient information. Brasseler has conducted a review of the data for this product and no trends have emerged. Brasseler will follow up with a supplemental report if more information becomes available.

Event description:
The majority of the drill bit was not recoverable and is still in the arm of the patient. It would have caused undue injury to remove it. No other information has been provided.